Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported, that after multiple drops of device, the adc device would no longer power on with either button press or test strip insertion. The caregiver was therefore unable to obtain customer's glucose results and the customer developed symptoms of fatigue, confusion/disorientation, seizure, and loss of consciousness. The caregiver treated customer with juice. There was no report of death or permanent injury associated with this event.